Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl and diabetic ketoacidosis. The customer treated with manual injection. Customer indicated that they were given prednisone incorrectly which raised their blood glucose. Customer indicated that their blood glucose was stable in the hospital and then was released. No further assistance was necessary. No further details given.